Event description:
Had a surgical mesh put in to reconstruct my vaginal and rectum walls. The mesh turned to concrete, my body would never heal, had splinters migrating through my butt cheeks, drainage, puss and blood for approx the first 4 months. Was on antibiotics for 2 months antinflammatories from 2006 till now, also pain meds and anxiety pills. Got a blood clot 3 months after surgery, went back in the hospital 4 1/2 months after my first surgery to have the mesh removed I thought, I found out my dr did not know what to do. The company ams told him to cut the band and that would relieve pain. Could not walk for 9 months which was affecting my hips. After that a hole opened up past my rectum in approx two months earlier, had to have repaired. My hear went crazy due to stress, anxiety and chronic pain in may. Had the mesh removed three months after the original date, by another dr which agreed, it was like having a bar across my butt and also my vagina was hard like concrete. When it was removed she took pictures and said it was in round rock form in my body. Have not been able to sit for almost a year and a half and still can't walk. Dates of use: 2006 - 2007. Diagnosis: rectocele.